Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the diameter of the catheter is larger than the diameter of the catheters that the patient has received in the past. The complainant allegedly attempted to insert the catheter and was unsuccessful. The complainant stated that he removed the catheter and replaced it with a new catheter without impact.

Manufacturer narrative:
Received 5 unopened magic3 catheters in the original unit packaging. Per the dimensional evaluation, the outside diameter of the shaft of the five samples were measured. Five of the five catheters were within the specification for the outside diameter of a 14fr. Catheter. The specification for the outside diameter of a 14fr. Hydrophilic intermittent catheter is 0.170 to 0.196 inches. The catheters measured between 0.181 inches and 0.186 inches. The complaint was unable to be confirmed, as the catheters were all within specification for the outside diameter. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "how to prepare and use the magic 3 catheter. The catheter is intended for urinary bladder drainage in patients requiring catheterization for management of incontinence, voiding dysfunction, and surgical procedures. The catheter is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer. This is a single use device. Do not reuse. Reuse of a single use device increases the risk of catheter acquired urinary tract infections. Urethral catheter for urological use only. Discard after use. Made of silicone elastomer." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the diameter of the catheter is larger than the diameter of the catheters that the patient has received in the past. The complainant allegedly attempted to insert the catheter and was unsuccessful. The complainant stated that he removed the catheter and replaced it with a new catheter without impact.